Event description:
Affiliate reported that in the yr 2000, the device was implanted at 90mmh2o. In 2009, it was found that the distal catheter was disconnected from distal end of the valve. During revision, leakage was noted.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.